Event description:
It was reported that there was a failed tka after 11 years. Rep. Indicated on (B)(6) that per surgeon the tibia baseplate and femur were loose and failed, poly wear.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a duracon baseplate was reported. The event was confirmed. Method and results: device evaluation and results: the returned device was unremarkable with no gross damages noted. A material analysis has been performed. The report concluded: "there was evidence of bony material present on the porous coating of the returned femoral component. In-vivo service related damages to the articulating surface of the insert included burnishing, scratching and third body indentations. These are commonly identified damage modes on uhmwpe inserts. The asymmetry of the damage suggested that the knee may have been misaligned or unstable. Explantation related damages were observed on the anterior portions of the device. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert." Medical records received and evaluation: clinician review of the provided records concluded "there is no evidence of faulty manufacturing or material factors being responsible for this late revision surgery." A review of the provided x-rays by a clinical consultant indicated:there are no dated serial x-rays indicating the initial position of the component after the primary total knee arthroplasty eleven years ago and no clinical history documenting the duration or nature of the symptoms for which the revision was performed. There is no evidence of faulty manufacturing or material factors being responsible for this late revision surgery. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: clinician review indicated there was no evidence of device factors contributing to the reported loosening 11 years post-implantation. The records were insufficient to determine a definitive root cause, additional x-rays and clinical records documenting the patient's history would be required to determine a root cause.

Event description:
It was reported that there was a failed tka after 11 years. Rep. Indicated on 12/16 that per surgeon the tibia baseplate and femur were loose and failed, poly wear.